Manufacturer narrative:
(B)(4) .

Event description:
The physician was attempting to use a resolute integrity rx drug eluting stent. Device was inspected prior to use with no issues noted. The target lesion in the mid lad had moderate tortuosity, moderate calcification and 70% stenosis. Lesion pre-dilation was performed. It was reported that the balloon completely failed to inflate. It was also reported that the balloon burst. Physician completed the procedure using a non-medtronic stent. No patient injury.